Manufacturer narrative:
Findings / root cause: no functional or performance issues were found during fa lab investigation. Disposition: the returned unit will be placed on hold.

Event description:
Additional information received indicates that the device was returned for further investigation.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: findings / root cause: mainboard epc to cfb communication failure. Investigation will be continued under CAPA-000000994. CAPA-000000994 summary: according to CAPA-000000994, the reported failure can be traced to epc malfunction issues resulting from cracks in the die due to mechanical stress caused by particles in the conductive paste and various tolerances of the heat stack. The conductive thermal paste is ceramic based and these particles when subjected to high temperatures can lead to uneven pressure distribution across the die and may create stress points by the heat sink (in combination with the ceramic particles) that can result in cracks on the epc die and its interior. These cracks can cause internal open or short circuits leading to display errors such as black/blank screen during startup, blue screen, ui failsafe screen triggered (caused by a restart of the epc), bios password screen triggered, scrambled screen, or frozen screen during operation. Refer to CAPA-000000994 for corrective and preventive actions.

Event description:
It was reported that the device had issues with blue screen. Not sure if the device was on a patient or not but there was a circuit attached. Unsure if it was ventilating at the time of the blue screen.